Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system and a 27mm watchman flx pro delivery system closure device were selected to be used. During the procedure, transseptal puncture (tsp) was performed, followed by advancement of the intracardiac echocardiography (ice) catheter and the was sheath. The closure device was deployed, with three recapture attempts made before successful placement. After deployment, an effusion check was performed, and a pericardial effusion of 0.4mm was noted. The physician administrated protamine, and a transthoracic echo was performed two hours post procedure. The patient is fully recovered.